Event description:
The user facility reported that water sprayed out of their reliance 444 washer. No procedural delays or cancellations occurred. No injury to hospital staff or patients. The facility's maintenance department shut the machine down, cleaned up the water and contacted a steris service technician.

Manufacturer narrative:
A steris service technician arrived on site the next day and found that the plug on the water manifold had come out. The service technician replaced the water manifold plug, ran a test cycle and the unit was operational.